Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's left ventricular (lv) lead was found to have high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.